Event description:
The device was returned to the service ctr for a report from the customer contact that the pump displayed error 111. This is not a reportable malfunction; however, during verification testing at the service ctr, it was noted that the device battery was swollen.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.